Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported during a percutaneous coronary intervention with stent implantation stent damage occurred. The lesion was located in the circumflex artery bifurcation. While trying to pass a promus element stent 2.75x12mm through a previously implanted stent, the new stent got damaged. Longitudinal deformation was reported, the stent was however implanted and well apposed to the vessel. A kissing intervention was then performed with another stent. The patient remained stable and no further complication has been reported.